Event description:
The customer reported 1 false negative sofia sars result. Positive results were confirmed with pcr. The customer was unable to provide further details and clarification.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify adverse trends. Root cause:insufficient info. Source: phone.